Event description:
It was reported that syringe 50cc ll tip convenience pak had foreign matter. The following information was provided by the initial reporter: this shipment consisted of 3 lots, and all 3 lots have failed the client inspection due to presence of particulate fibers on the plunger in excess of their limit.

Manufacturer narrative:
H.6. Investigation: bd received several samples submitted for evaluation. The reported issue was confirmed upon inspection and ftir analysis of the samples. A root cause related to our manufacturing process could not be determined because the ftir analysis showed that the material found within the samples is not a part of our manufacturing process. We can't attribute the failure to the manufacturing process at nogales plant, since we only perform the packaging of the product. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1029448. Medical device expiration date: 2026-01-31. Device manufacture date: 2021-03-04. Medical device lot #: 1029447. Medical device expiration date: 2026-01-31. Device manufacture date: 2021-03-04. Medical device lot #: 1029439. Medical device expiration date: 2026-01-31. Device manufacture date: 2021-03-01. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 50cc ll tip convenience pak had foreign matter. The following information was provided by the initial reporter: this shipment consisted of 3 lots, and all 3 lots have failed the client inspection due to presence of particulate fibers on the plunger in excess of their limit.